Event description:
During a ptca/stent procedure of the lad the dilatation catheter was used twice to predilate the lesion, then a stent was hand crimped onto the balloon. While attempting to deploy the stent the balloon ruptured at 10 atms and caused a dissection proximal to the lesion. A second stent was then deployed to repair the vessel.